Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry ((B)(6) transcatheter valve therapy [tvt] registry); therefore, it is not known whether the complaint was previously reported to medtronic or the FDA maude database. The information provides only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. It was not reported whether the device remains implanted or was surgically explanted/replaced. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that an unspecified cardiac surgery or intervention was performed due to a transcatheter aortic valve (tav) that embolized into the aorta two days after it had been successfully implanted into a bioprosthetic stented aortic heart valve. The acute aortic replacement valve had been implanted for more than eight years. A transthoracic echocardiogram (tte) on day 13 post-implant showed aortic stenosis, moderate aortic insufficiency and a moderate central leak. The patient was discharged one day later. A tte during follow-up on day 31 post-implant showed moderate aortic insufficiency and continued moderate central leak. The patient's previous medical history also included rheumatic fever, a surgical mitral valve repair, recent heart failure, recent cardiogenic shock, and a recent cardiac procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.